Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular arrhythmia, the right ventricular (rv) pacing lead experienced intermittent undersensing. The lead remained in use and was later capped due to a system upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.